Event description:
The customer reported false high sodium patient results for cell 2 involving their au5800 chemistry analyzer. The customer provided four (4) patient result examples. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the ise tubing was dirty. The fse cleaned sample pot, electrode block inlet proactively. The fse replaced the ise tubing which resolved the issue. No further issues were noted after part replacement. The fse performed system verification successfully without issue. The system returned to normal operation. No further issue noted. Section a2, a4, and a5: information not provided by customer. Section e initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).